Event description:
It was reported that during implantation of the 38mm mitral annuloplasty band, the shaping result after implantation was suboptimal and the native valve leaflet coaptation outcome was unsatisfactory. The device was explanted and replaced by another manufacturer¿sproduct. It was further noted that the annuloplasty band did not malfunction, and was fully sutured and tested prior to removal. It was stated that the leaflet coaptation issues was not due to the patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.